Event description:
It was reported to philips that system gave an error indicating that some stand movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by using another system. There was no harm reported to philips. The philips field service engineer (fse) went onsite and confirmed that system gave an alert indicating that geometry movements were not available. Upon troubleshooting action, fse restarted the system, but the issue persisted. Then fse reviewed system log files and found that spc1 was broken, and a fuse had burned out, preventing the mechanical part from starting. To resolve the problem, the fse replaced spc1, installed the spc software, and performed a calibration. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.